Event description:
Provider states the joystick will power on will not move the chair or turn off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.